Manufacturer narrative:
Submit date: 1/29/2018. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the syringes do not graduate correctly. They are not stamped or marked correctly.

Manufacturer narrative:
An investigation of the reported condition was performed. The manufacturing site did not receive any samples or photographs for evaluation. Therefore, the reported issue could not be confirmed. Without a known lot number, the device history record (DHR) cannot be reviewed. Without a representative sample(s) being provided, a more complete investigation cannot be performed to the full extent and the reported condition cannot be confirmed. In addition, without sample, a root cause cannot be determined at this time. At this time, there is not enough information and a corrective and preventive action (CAPA) will not be initiated. However, these conditions will be communicated to the appropriate manufacturing and quality assurance personnel to heighten awareness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported that the syringes do not graduate correctly. They are not stamped or marked correctly.¿ no lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A lot cannot be released unless it passes all visual and physical testing requirements. Three (3) 6 ml syringe samples were provided. The samples arrived loose in a storage bag, not in the original packaging. All three (3) syringes were visually inspected to the quality inspection standard. One syringe was confirmed to be acceptable with the print in the proper location. Two (2) of the syringes provided have unacceptable print, in that the top line or 0 ml graduation line, is low and not in its proper location to provide accurate measurement during draw. The reported condition is classified as a ¿low top line¿ which is classified as a visual deficiency. Potential root causes for low top line barrel print could be a result of: the taper guide located on the end of the cylinder under the print head may have broken causing the barrel to be misaligned on the pin causing the print to be offset or the barrel may not have gotten fully pushed on to the pin and therefore was not seated fully on the pin causing the print to be offset. No production or inspection records indicated any of these scenarios occurred in relation to the reported event. With no lot number being provided, no further comparisons could be conducted. Control mechanisms are in place to prevent the occurrence and acceptance of low top line barrel print. Specifically, a minimum of once every shift of production, the pressure used to push the barrels on to the pins are monitored to be within specification to ensure that the barrels are being fully seated on to the pin. The print dies are set up to apply the print based on the barrels being fully seated on the pins during the print process. In addition, a minimum of once every shift of production each print taper is verified to be in good condition. These taper ensure the proper alignment of the barrels during the print process. Twice each shift of production, process inspectors collect a minimum sample of at least one printed barrel from each print head and perform an inspection based upon the quality inspection standard to verify all product to be within specification. In the event any issues are found, an investigation would then be performed. All affected material would be contained and corrective action(s) would be performed as necessary. The reported customer complaint is confirmed. A root cause could not be determined. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes.